Manufacturer narrative:
Leaking piston.

Event description:
It was reported by service report that the stretcher is leaking pink fluid on the floor. No pt involvement or adverse consequences are reported.